Event description:
During an arthroscopic knee surgery, one side of the device upper jaw ear and the distal end of the link broke. The break could have resulted from jamming device in and out of the knee or into structures in knee and/or excessively torqueing the device during use. It was reported that a small fragment was removed from the patient's knee during primary procedure.